Event description:
Spontaneous call from patient. She is on intravenous remodulin therapy using ms3 pump. Patient reported that last week, she was woken up to her pump alarming and she was able to trouble shoot the issue by changing her pump and using a new cartridge. The cartridge still had some medication in it which she had to waste. Patient stated that her pumps are both functioning fine and that once in a while, she will have an issue with a malfunctioning cartridge. Patient provided lot number 4234936 and stated that the malfunctioning cartridge (already thrown away) came from that shipment. She denied any changes to breathing, side effects, or symptoms. She only reported this happening once this past month but stated that it had happened before. Unknown if her doctor is aware. No other information provided. Did the reported product fault occur while in use with the patient? ¿ yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual product available for investigation? ¿ no. Did we replace product? ¿ yes. Did the patient have a backup product they were able to switch to? ¿ yes. If yes, was the patient able to successfully continue their infusion? -yes. Is the infusion life-sustaining? Yes. Reported to (B)(6) by: patient/caregiver.